Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was intermittently non-functional. The cause for the failure was a defective rear response button. The root cause for the defective response button could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.